Manufacturer narrative:
Additional information was received on apr 01, 2025 and section h11 should be reported as: the manufacturer previosuly received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation of the ventilator, the manufacturer conducted a thorough visual inspection and found no visible defects. The device was allowed to warm up on the benchtop, and throughout this process, no alarms or error codes were triggered. The ventilator was then tested using the trilogy multi-function test station, successfully passing all relevant test steps. While test steps 7-9, 15, 18, and 19 were noted as failures, these issues are related to production environment testing parameters and do not reflect any functional concerns with the device. The ventilator continued to operate normally on the benchtop, with no alarms, performance issues, or signs of overheating. Upon opening the device, no melted plastic or internal damage was observed. Additionally, the technician inspected the airpath foam and confirmed it was securely in place, with no signs of degradation, or contamination. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer unable to duplicate any failure with the ventilator and has determined that the device functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.